Event description:
"Difficult to release the clasp: the relay pro stent graft was deployed in the planned location, just below the periphery of the left common carotid artery. To release the clasp from the apex holder, the black apex holder knob marked "3" was rotated 90 degrees to the right and slid toward the gray guidewire luer. However, the clasp could not be released, and the black apex holder knob returned to the left. The device was fixed to prevent the deployed stent graft from moving, and the black apex holder knob continued to be rotated to the right with all possible force. However, the clasp was not released. The assistant doctor continued rotating the black apex holder knob as far to the right as possible, while dr. Ouchi confirmed that the central position of the stent graft remained stable. After several rotations were performed in the 10 o'clock - 2 o'clock direction, the clasp was successfully released on the fourth attempt. Subsequently, the procedure was successfully completed. Operation type: tevar, no blood loss, ancillary device used: lunderquist guidewire (cook), no image available due to hospital policy, pre-case plan available upon request, no additional information available due to hospital policy, (tc#bm250802486)". Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-38-199-34u) with final assembly lot# 2410070257, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on october 18, 2024. There were no nonconformances or reworks in relation to the device. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was not returned for investigation. Without the return of the delivery system, it is not possible to determine the root cause of the reported device malfunction. CAPA 1275 (CAPA-2025-0027) was opened to address potential root causes of the difficulty releasing the proximal stent due to prior complaints. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. Without the return of the delivery system, the root cause of the reported failure of difficult to release proximal stent could not be determined.

Manufacturer narrative:
A second follow-up is being submitted as field g3 was inadvertently left blank. All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-38-199-34u) with final assembly lot# 2410070257, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on october 18, 2024. There were no nonconformances or reworks in relation to the device. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was not returned for investigation. Without the return of the delivery system, it is not possible to determine the root cause of the reported device malfunction. CAPA 1275 (CAPA-2025-0027) was opened to address potential root causes of the difficulty releasing the proximal stent due to prior complaints. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. Without the return of the delivery system, the root cause of the reported failure of difficult to release proximal stent could not be determined.